Event description:
It was reported that when patient presented in clinic after receiving an alert for normal eri, high, out of range pacing lead impedance was observed. The patient was asymptomatic. The patient was scheduled to be downgraded to a pacemaker, however due to unrelated illness, the ICD and lead remain active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.